Event description:
Needle breakage: customer reports that needle broke during radical retropubic prostatectomy. Needle was retrieved without incident or consequence to patient. There are no reported adverse consequence to the patient related to this event. Note: outcome to patient does not denote adverse event. MDR regulation of 7/31/96 requires reporting of incident once medical device family initially reported assuming incident could recur.